Event description:
It was reported that a catheter broke. During preparation of an intravascular ultrasound procedure, an atlantis sr pro imaging catheter was flushed with a heparinized solution. A serum leakage was observed in the medium catheter junction and they were unable to remove the air from it. It was found out that the catheter was broken without reported incidence during handling. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Complainant name: (B)(6). (B)(4).

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that no kinks were observed along the length of the catheter. The hub flaps appeared normal and a good click sound was heard during insertion into the motor drive unit (mdu) system. It was observed that the catheter flushed normally (below 40 psi) when the imaging core was fully retracted and fully advanced. No leaks were observed when the catheter was flushed during testing. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a catheter broke. During preparation of an intravascular ultrasound procedure, an atlantis(tm) sr pro imaging catheter was flushed with a heparinized solution. A serum leakage was observed in the medium catheter junction and they were unable to remove the air from it. It was found out that the catheter was broken without reported incidence during handling. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.